Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had issue with insulin pump. The customer blood glucose level was 132 mg/dl. The customer was assisted with troubleshooting. Customer states that insulin pump did not alarm during insulin flow blocked. The device will not be returned for analysis.